Event description:
It was reported that during a routine device check, the patient's right ventricular (rv) lead exhibited oversensing. It was further suggested that the oversensing could have been due to electromagnetic interference, but this was not confirmed. The rv lead remainsin use. No patient complications have been reported as a result of this event.